Manufacturer narrative:
Citation: or goren. Sedation or general anesthesia for patients undergoing transcatheter aortic valve implantation¿does it affect outcome? An observational single-center study. J clin anesth. 2015 aug;27(5):385-90. Doi: 10.1016/j.jclinane.2015.03.025. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcome of sedation or general anesthesia for patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2009 and 2012. The study population included 204 patients (predominantly female; mean age 83 years), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: periprocedural emergent surgery, arrhythmias, hypotension, heart failure, conduction abnormalities, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.